Event description:
During a ventricular tachycardia (vt) ablation procedure, the tip of the sheath had shaved bits on it. The device was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was not returned. The sheath was flushed with fluid and a dilator from current inventory was inserted through the sheath; there was no resistance noted and no material exited the sheath tip. The sheath tubing was cut lengthwise to allow additional inspection; no visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.